Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained erratic blood glucose readings. The patient obtained the result of 368 mg/dl and experienced the symptoms of headache and nausea, and tested positive for trace amounts of ketones. The patient corrected his blood glucose level by taking a bolus dose of insulin via a syringe injection; he did not seek any medical attention. The reporter noted no issues with the infusion set or infusion site. No pump troubleshooting could be done at the time of the call to customer service, as the pump was not available. The technical service representative contact the reporter multiple times in order to troubleshoot the pump however was unable to reach her by telephone. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose levels and symptoms were not indicative of severe injury and he denied seeking medical attention. However, as the issue was not resolved, this complaint is being reported.